Event description:
On (B)(6) 2011 at 11:43am, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was "testing in memory mode." On (B)(4) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient reported that the issue began on (B)(6) 2011 at 6:67am. The patient reported she manages her diabetes with oral medications and insulin. The patient reported that she guessed on her morning dose of insulin as a result of the issue. The patient reported that approximately three hours after the issue occurred, she became "sweaty." The patient stated that she took an unknown drink and felt better after. The cca noted that during troubleshooting, the patient was educated on the meter memory mode function and the patient was able to test following training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.